Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stimulation still changed its intensity at times. The patient noted it was the worst at night when it wakes them up with the increase in intensity.

Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that when the patient stands up his stimulation becomes very intense and is even worse when he sits down. The patient reported speaking to a manufacturer¿s representative (rep) who recommended enabling adaptive stim on groups b and c to see if the issue resolved. The patient reported a reprogramming 3 week before to deal with the issues previously reported. The patient stated the controller showed the ins was currently on. It was confirmed therapy was on with adaptivestim enabled, and it was confirmed the selected group had adaptivestim enabled. The procedure for turning adaptive stim on and off was reviewed. It was confirmed that adaptive stim was enabled and on for groups b and c. The patient stated he would monitor symptoms now and follow up with his hcp if the issue was not resolved. The patient also reported his controller would randomly shut off. The patient stated he was 10 miles away from home but when arriving home saw the controller was off. The patient did not clarify what was meant by the controller shuts off; whether he was referring to the controller shutting off, or the controller causing the ins to turn off. The patient was asked if the controller was depleted or if the controller is left on all the time, and the patient stated he locks the controller when not in use. The patient stated the issue did not occur when using the controller. The patient was asked if he was talking about his stim turning off, and he said it was the handheld device. It was unclear if the patient's stim was turning on or off, or if this was just a controller issue. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported stimulation level is changing by itself without patient using the patient controller. Rep said patient would feel stimulation change even when his controller is not with him. The rep said patient would check with controller and stimulation was at a certain level, and when he felt the change the patient would go in the house and use the controller and check stimulation and he would have a different stimulation level registered on the controller. The rep said patient told her adaptive stimulation (as) has been turned off. The rep asked if she should reorient as result. The rep was instructed that if as wasn't on for patient then reorienting isn't going to resolve stimulation issue. During the call rep did mention that patient is upright but it's registering patient in recline position. In light of rep's report, it was recommended that they reorient stimulation and adjust stimulation level and then tell patient to not adjust stimulation level to see if stimulation is still changing by itself. It was also reviewed that positional changes that can affect stimulation sensation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after speaking with tech service, the rep agreed that reorienting the battery and redoing the adaptive stimulation (as) was the most prudent choice. The patient was advised to contact the rep in the event that the settings once again have self-adjusted. The rep currently has not heard from the patient. The cause of the issue was unknown. An educated guess was that the patient thought he was in manual mode, but did have some as settings therefore, the device may have tried to relearn the intensity and then interrupted with a swift position trial prior to it setting. No further information was reported.